Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #613100. According to the available information this inflatable device was implanted in 2004 and removed/replaced on (B)(6) 2020 due to a tubing break. Additional information received from the territory manager indicated: ¿pump would not squeeze when attempting to inflate; break/defect observed proximal to the pump, in tubing.¿ a titan pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of the reservoir. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have a melted appearance, indicating contact with a cauterizing instrument. The presence of unshod instrumentation was noted on the inlet tubing of the reservoir. This was not a site of leakage. Partial separations within abrasion were noted on the exhaust tubing of the pump, the exhaust tubing of cylinder 2, and on the inlet tubing of the pump. Testing revealed these to not be sites of leakage. Partial separations were noted on the exhaust tubing of cylinder 2. No functional abnormalities were noted with the pump, either cylinder, or detached tubing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. The information received indicated the pump would not squeeze when attempting to inflate; break/defect observed proximal to the pump, in tubing, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The implant date field was populated as (B)(6) 2004 as it was noted to have been implanted in 2004. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump would not squeeze when attempting to inflate; break/defect observed proximal to the pump, in tubing. Device removed and replaced.